Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. (B)(4).

Manufacturer narrative:
This report is submitted on march 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2017.